Manufacturer narrative:
The device was unable to be investigated as it was not returned. It is not known how the hematoma was addressed, but there was a blood transfusion. Conclusion: while the device was not returned for physical investigation, hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs.

Event description:
Information received on august 10th, 2023: patient developed a hematoma greater than 6 cm. No other information available. No report of device not performing as expected. Additional information received on sept 26, 2023: the patient had a successful deployment, and failure occurred several hours post procedure on first ambulation causing a vagal response. It was treated with manual pressure and observation. She continued to have discomfort and acute blood loss anemia. An ultrasound demonstrated the hematoma and she did receive a transfusion of packed red blood cells. The site was the right femoral vein access site.